Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and an opening. Leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on the valve bond edge assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Information in this report was previously submitted via asr on 01/28/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Patient reported left side deflation. Device has been explanted.